Event description:
It was reported that this implantable lead was attempted to be implanted due to an unknown reason. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.